Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is 1939-06. The investigation reviewed the calibration data from 29-jun-2022 to 03-jul-2023. The calibrations were within specifications. The investigation reviewed the quality control (qc) recovery data. Qc level 1 and qc level 2 recoveries were marked as "ok" on the date of event. Based on the calibration and qc data, the investigation ruled out a general reagent problem. The alarm trace on 05-jul-2023 had "12:42:abnormal sample aspiration" and "13:36: abnormal sample aspiration" alarms. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from one patient sample tested on the cobas 8000 c702 module. The initial result was reported to a satellite laboratory. The satellite laboratory staff questioned the result as the patient had normal capillary glycemia. The sample was the patient's baseline sample for glucose load assessment. On 05-jul-2023, the initial result was 124.8 mg/dl the first repeat result was 174.9 mg/dl. A result of 174 mg/dl was reported to the satellite laboratory. On 06-jul-2023, the second repeat result was 175.4 mg/dl. The third repeat result was 72.9 mg/dl. The fourth repeat result was 74.3 mg/dl.

Manufacturer narrative:
Based on the image from the cobas infinity middleware (two sample tubes with the same identification), the event was consistent with a sample mismatch issue. The investigation did not identify a product problem.